Event description:
The st. Jude rep phone to report that, when commanded, the device did not internally dump the hv capacitors from the induction screens. There was over 300v remaining on the caps from the last time the device charged. When several attempts were made to dump the residual capacitor voltage via a hvlic, other fiber options and a pop-up window would appear stating that the attempt to dump the voltage was unsuccessful. Induction tests could not be performed. Explant was recommended by st. Jude technical services.